Manufacturer narrative:
Due to character limit: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had auto fill failure messages. There were no patient harm or injury was reported.